Event description:
The customer reported the high and low vacuum out of range and the white blood count (wbc) bath overflowed from the coulter lh 500 hematology analyzer. The customer reported the vacuum chambers vc3 and vc4 were filled with bloody fluid. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection during the event.

Manufacturer narrative:
The field service engineer (fse) found the vacuum trap and bellows full of liquid caused by the corroded pinch valve (pv22). The fse replaced the replaced the actuator for the pinch valve (pv22) to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).